Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the audio bolus button cover was missing. Investigation revealed that there was contamination under the audio bolus button. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the audio bolus button contact and that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2015.